Event description:
It was reported that this rv lead exhibited sensing issues. It was noted that when the device competes with the patient's intrinsic during pacing. The hcp stated that the patient feels lightheaded if the lower limit was set to 40bpm. Boston scientific technical services (ts) that this was not a sensing issue but a timing issue. It was suspected that the cause may have been the patient's heart or the lead position. No reprogramming changes were made and was left at 45 bpm. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).